Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that during artificial pulmonary ventilation, on the fifth day the device spontaneously lost functionality and there was deprivation of pressure in the circuit. There was immediate intervention of healthcare professionals providing mechanical respiration with a breathing bag which prevented harm to the patient. Upon reviewing the error log, the distributor's service department found the unit to be alarming "vent inop, xdcr fault, high pip, and motor fault."

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the main printed circuit board and was immediately able to reproduce the reported event and isolated it to a faulty transducer. This failure is part of an internal investigation.